Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.088690 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level due to insulin pump replacement. The customer's blood glucose level was 426 mg/dl and in 400 mg/dl to 500 mg/dl range. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The insulin pump was on auto mode at the time of incident. The customer stated that it was as if that the insulin pump was not giving her anything as it had high blood glucose level. The insulin pump will be returned for analysis.